Manufacturer narrative:
The technician found no problem with the bed. He trained the staff on the beds operation.

Event description:
Information received indicates the head of the bed will not go up.